Event description:
On (B)(6) 2022, fresenius became aware this peritoneal dialysis (pd) patient was hospitalized for covid-19 and peritonitis. No additional information was provided during intake. Subsequent attempts to obtain additional clinical information (e.g., culture/cell count results, discharge summary, hospital records, medication records, causality) have thus far proven unsuccessful.

Event description:
On (B)(6) 2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (same day) for covid-19 and peritonitis (discharge date not provided). No additional information was provided during intake. On (B)(6) 2022, the patient contacted fresenius technical support due to feeling unwell and was requesting assistance contacting his pd registered nurse (pdrn). On (B)(6) 2022 it was confirmed the patient was readmitted on (B)(6) 2022 due to weakness and feeling ¿wobbly¿ (vertigo). As of (B)(6) 2022 the patient remained hospitalized and had transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (e.g., culture/cell count results, discharge summary, hospital records, medication records, causality) have thus far proven unsuccessful.